Manufacturer narrative:
(B)(4). The opt944 optiflow + adult nasal cannula is an interface used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint opt944 optiflow + adult nasal cannula was returned to fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected. Results: visual inspection of the returned opt944 optiflow + adult nasal cannula revealed that the tubing was found to be stretched and pulled apart. The tubing was also disconnected from the manifold. Conclusion: we are unable to determine the cause of the reported damage. However, the damage observed was likely caused by the tubing being pulled. It should be noted that the patient had a number of pre-existing respiratory conditions, including turberculosis and covid-19. Furthermore, the patient was experiencing acute respiratory decline prior to set up and was treated for "comfort". All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of or reprocessed. The subject opt944 optiflow + adult nasal cannula would have met the required specification at the time of production. The user instructions which accompany the opt944 optiflow + adult nasal cannula show in pictorial format the correct placement and fitting of the cannula and also warn: - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "do not crush or stretch tube, to prevent loss of therapy." - "failure to use the set-up described above can compromise performance and affect patient safety." The airvo 2 humidifier user manual states: - "airvo 2 is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases" - "the unit is not intended for life support." - "appropriate patient monitoring must be used at all times."

Event description:
A healthcare facility in the netherlands reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an opt944 optiflow + adult nasal cannula was found torn in two places during use and the patient desaturated to 70% spo2. The subject opt944 optiflow + adult nasal cannula was replaced, and the patient stabilised. There were no further reported patient consequences.

Manufacturer narrative:
(B)(4). The complaint opt944 optiflow + adult nasal cannula is currently en route to fisher & paykel healthcare (f&p) new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in the netherlands reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an opt944 optiflow + adult nasal cannula "appeared to be torn" during use. It was further reported that the patient desaturated to 70% spo2, the subject opt944 optiflow + adult nasal cannula was replaced, and the patient stabilised. There were no further reported patient consequences.